Event description:
The wound drain broke at the junction of the distal catheter to the proximal catheter during removal. The drain was not sutured in but resistance was noted when attempting to remove. Distal tip had been cut to appropriate length during drain placement. An epidural drain was placed and wound was closed in layers w/running and interrupted vicryl suture, dermis was closed w/staples. The drain was not checked for free motion during closure and no x-rays were made. The patient returned to surgery where a segment of wound was reopened sharply and a self-retaining retractor was placed. The doctor explored the superficial wound w/finger and found no evidence of drain. The inferior aspect of the dorsal fascia was explored and the midline suture line was located. This was reopened giving access to the deep wound. About one inch segment of dorsal fascia was reopened, wound was probed w/finger and immediately yielded the retained drain. Was in patient for two days.